Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 (mg/dl). Customer consumed carbohydrates and juice to treat low bg level. Reportedly, the customer stated that she delivered too much insulin for her meal. Recommendation was made to discuss diabetes management with their health care provider.

Manufacturer narrative:
(B)(4).